Event description:
A customer reported two different system messages displayed and the injection function was not working properly during a vitrectomy procedure. The surgeon manually performed the injection and completed the case without further incident. There was no harm to the patient.

Manufacturer narrative:
(B)(4).